Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were hard to press and rubber piece of battery compartment has fallen off. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had unexplained no delivery alarms and there was crack in upper left hand of screen. The troubleshooting was declined. The device will not be returned for analysis.